Event description:
The customer reported that the insulin pump alarmed motor error while bolusing. The blood glucose reading was 124mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer called back and stated that the he noticed like dry blood was around the tubing; he believes the infusion was clogged and caused the motor error alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. No motor error alarms noted. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.